Manufacturer narrative:
Lot details received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated event is related to device and revascularization is a clinically driven target lesion revasc. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a medtronic standard pta was used to treat the right anastomosis. Approximately 19 months post index procedure the patient suffered avf stenosis. The patient received medication and the anastomosis was treated with a non medtronic pta. The patient recovered. The investigator and sponsor reported that the event is not related to the index device, procedure or paclitaxel.